Event description:
A pump malfunction alarm was reported, specifically alarm 20, during insulin pumping. There was no adverse impact to the customer¿s blood glucose level. Despite assistance from customer technical support in attempting to load a new cartridge, the issue persisted, preventing the resumption of insulin therapy. Customer technical support arranged for a replacement pump to be provided as the current one was under warranty. The customer was informed to use multiple daily injections as a backup to ensure continued insulin delivery. Additionally, the caller was instructed on placing the pump into storage mode before returning it to tandem with a pre-paid label, which the caller acknowledged understanding.